Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 289 mg/dl. The customer reports air bubbles in the reservoir and set not delivering. The customer states they treated with a shot and blood glucose went up to 336 mg/dl. Then changed the set and blood glucose went back to normal. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.